Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle drive instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the wire of the mega needle driver instrument was broken. The procedure was completed with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to the start of the procedure and no damage was observed. The issue was observed while suturing the peritoneum after the hernia repair. The issue was not related to the movement of the device. There were cables protruding at the distal end of the device. No fragments fell into the patient's anatomy. X-rays had to be performed to verify at the end of the case, delaying the emergence from anesthesia.